Event description:
Boston scientific received information that following implant of this right atrial (ra) lead the patient complained of chest pain. An echocardiogram confirmed a small pericardial effusion. A repeat echocardiogram two weeks later noted that the pericardial effusion had increased in size. There were concerns that the lead had perforated the patient¿s heart wall. The patient underwent cardiac surgery but a perforation could not be confirmed. The lead was explanted and replaced with an epicardial lead. The lead will not be returned for analysis.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.